Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was the tidal total ultra filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 21:55:03. During night drain cycle seven, the patient's ultrafiltration reading was 2298ml, indicating the patient drained 1998ml more than their maximum programmed fill volume of 2000ml. No additional information is available.